Event description:
"Caller alleged discrepant results compared with the lab." Therapeutic range: 2.5-3.5. Pt self tester called in to report two failed correlation results, same meter/lot. Strips out of the same box previously okay to his knowledge, although had not compared those results to a reference inr. Pt self tester has been testing on meter for approx 2 yrs, no problems before now. He recently stopped eating salads as much; used to eat 3 per week, no eats 1 per week (within the last 2 weeks).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio meter: 1.0, reference: 2.1, mean = 1.55, confidence limits = 1.1 - 1.9. Date: (B)(6) 2012, inratio meter = 4.5, reference = 2.8, mean = 3.65, confidence limits = 2.2 - 5.3. The mean of the inratio meter and comparative system inr were calculated. For a, both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 266050 on 1/5/2012 met accuracy and precision criteria. Test results are as follows: donor 153 = 1.9, 1.8, 1.9 inr; donor 154 = 3.0, 2.6, 2.8 inr. At least two out three replicates are within the allowable bias (change to + or - 1.0) of reference results for donor 153 (1.63 inr) and donor 154 (2.39 inr), respectively. In-house test results have 3.09% and 7.14%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code f18sr which brick lot number 257198 was assigned and packaged into strip lots (266050 and 266051). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time.